Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 13.41 mm x 4.70 mm was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. The complaint regarding an issue with the instrument was confirmed by failure analysis. The probable root cause of grip tip damage is attributed to use-related factors, including off-label surgical applications such as needle bending, needle driving, suture snapping, or general instrument mishandling.

Event description:
It was reported that the force bipolar instrument was returned with no failure reported. No further information was provided.